Event description:
The pt reported problems with changing the implant. The pt was seen by an advanced bionics rep for device evaluation. The problem was confirmed. Explant surgery has been recommended.

Manufacturer narrative:
Any intrnal broken tab weld of the battery prevented the unit from fully charging resulting in the battery apperaing to deplete prematurely. Advanced bionics has implemented corrective actions and will continue to monitor for failures of this type.